Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the secondary vancomycin "back flowed" into the primary set instead of being administered to the patient on the ortho surgical unit. No patient harm or medical intervention occurred. No further patient/event information was reported.